Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of similar incidents in the complaint handling database revealed no other incidents were reported for this. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience xpedition stent was successfully deployed at unknown atmospheres in the proximal left anterior descending coronary artery. The stent delivery system (sds) was used to post dilate the stent when it was noticed that the sds would not hold pressure. There had been no resistance during advancement in the non-tortuous and non calcified target lesion. After removal of the sds, a leak was noted in the orange section of the mono-rail on the sds. Another dilatation catheter was used for post dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.